Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. Customer also reported they experienced high blood glucose and declined to troubleshoot. The customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 40 mg/dl and sensor glucose was 40 mg/dl at the time of the event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.